Manufacturer narrative:
The investigation is in progress. A sample has not been received for evaluation. A root cause has not been identified. (B)(4).

Event description:
A customer reported that there was a hole in the infusion tube during a vitrectomy procedure. The tube was exchanged and the procedure was completed with no harm to the pt.